Event description:
It was reported that intermittent atrial oversensing and noise were noted on the electrocardiograms. During isometric arm movements, inappropriate mode switch and pacing inhibition were observed. Upon lead extraction, an insulation anomaly was noted. The lead was explanted and replaced. The patient was doing fine after the procedure.

Manufacturer narrative:
(B)(4). Final analysis of the lead found insulation abrasions at 7.5 cm to 7.7cm and 13.3 cm to 13.6 cm from the connector pin. The abrasions were consistent with constant friction to another implantable device. The damages found could have contributed to the noise and over sensing observed in the field.